Event description:
Additional information received reported that a complete system replacement was performed. The lead appeared to give normal sensation when tested intra-operatively, and the physician was convinced it was the battery connection that caused the problem and wanted it replaced. However, when the original system was explanted and tested the patient reported abnormal sensation running down into her great toe and she demonstrated motor response that appeared to be s2 in nature. An intraoperative x-ray image showed what appeared to be a change in position from the original implant day in the ap view. The lateral view appeared unchanged. The decision was made to replace the lead as well, and the new lead showed no abnormal motor responses. There was no patient injury, and the patient recovered without sequela. The patient was doing fine and reported good response to the new system.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot # v864270 implanted: 2012-(B)(6) explanted: 2012-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of ins model 3058 (B)(4) showed no anomalies. Analysis of lead model 3889-28 lot# v864270 showed no significant anomalies with electrodes 0 <(>&<)> 1 noted to be crushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the patient's device was showing high impedance readings of >4,000 ohms. It was stated the patient had a sudden loss of stimulation on (B)(6) 2012. The reporter stated there is no known accident or incident related to this complaint. Impedance checks showed a possible open-circuit with >4000 ohms on all pair except c-0, which was elevated but not out of range. Patient was receiving vaginal stimulation from all four programs. X-rays did not show anything remarkable. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Cont. From concomitant medical products: lead model 3889-28 lot # v864270; programmer model 3037 serial # (B)(4).